Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robotic inguinal hernia repair, after insertion into patient, during the unfolding of mesh, it was found that there was a tear in the center along the seam. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the provided picture shows that: the mesh was contaminated by blood. The quality of the picture did not allow confirming the textile pattern of the mesh, the sewing and the collagen film. The picture confirmed the right side but cannot confirm the size of the mesh. A hole of around 17 stitches is visible along the sewing of the flap. The reported condition was confirmed. It should be noted that the mesh was placed with a robotic-assistance with a trocar (8 mm). The product IFU which accompanies each device states in chapter ¿operating steps¿ that ¿4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above.¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure or ncr that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that: the sample was returned in its original aluminum pouch and tray petg/tyvek lid. The temperature dot is white. The sample has been found folded on itself grips outside. The textile knitting pattern and the mesh dimension were found as expected. The collagen film was found damaged, some stitches initially covered are no longer. A hole of around 7,5 cm was found along the sewing between the flap and the mesh. The sewing green yarn was visible but disjointed. The reported condition was confirmed. It should be noted that the mesh was placed with a robotic-assistance with a trocar (8 mm). The product instructions for use (IFU) which accompanies each device states in chapter ¿operating steps¿ that ¿4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above.¿. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause is user error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.